Event description:
It was reported that the flex deflectable videoscope exhibited a noisy image during set-up for a procedure. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, reported image noise issue was not reproduced and could not be confirmed. A definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.